Event description:
A malfunction was reported on a pump by a caller. The fault ID could not be confirmed due to the backup pump being initiated, and the battery turned off. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.